Event description:
It was reported to medtronic minimed that the customer reported the location of the battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was performed, and the damage is identified on the pump. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1712k was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. P-cap locked in place properly during testing. Unit was received with original battery cap missing battery cap contacts. Proceeded to use new battery and battery cap. Upon battery installation, unit alarmed critical pump error (open book image). Unable to perform the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, and displacement test due to critical pump error (open book). Unable to retrieve software version due to critical pump error (open book) and corrupted history files. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic assemblies. During deconstructive analysis, corrosion was found on the internal battery connector and force sensor connector. Isolate to electronic assembly. The following cosmetic damages were noted: in conclusion, customer¿s alleged cracked case battery compartment was confirmed when cracked case battery tube was noted. Unit was also received with critical pump error (open book). Due to moisture damage found, isolate to electronic assembly. Additionally, unit was received with original battery cap missing battery cap contacts. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.